Manufacturer narrative:
Evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
The tibial insert was revised. Revision surgery revealed wear of the insert and loosening of the baseplate. The femoral component was revised to a compatible revision component.